Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first ruby coil pusher assembly; the stretch resistance wire (sr wire) was fractured and the embolization coil was inside its introducer sheath. Conclusions: evaluation of the returned devices revealed that the distal shaft of the lantern was ovalized. This type of damage typically occurs due to improper handling during use. If the distal shaft of the device is gripped with force or pinched during insertion into a catheter, damage such as this may occur. Further evaluation of the returned devices revealed that the sr wire of the first ruby coil was fractured. This type of damage likely occurred due to use with a damaged device. The ovalization in the distal shaft of the lantern likely contributed to the issues with the first ruby coil as mentioned in this complaint. Further evaluation of the returned devices revealed that the pusher assembly of the second ruby coil was kinked and the proximal end of the introducer sheath was tapered. The kinks along the pusher assembly were incidental and likely occurred while packaging the device for return. The taper on the proximal end of the introducer sheath likely contributed to the reported complaint of the second ruby coil not being able to advance through the lantern. Ruby coils are 100% functionally tested during in-process inspection. Lantern devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00322; 3005168196-2016-00323.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician met resistance. Subsequently, the ruby coil became stuck and was removed. While inserting a new ruby coil through the rotating hemostasis valve (rhv) and into the hub of the lantern, the physician over-tightened the rhv, which caused the introducer sheath and ruby coil pusher assembly to become kinked. Consequently, the ruby coil was unable to advance through the lantern and was removed. The procedure was completed using new ruby coils and a new lantern. There was no report of an adverse effect to the patient.